Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2009. We received a note from patient, dated (B)(6) 2012, which states that her medtronic device failed on (B)(6) 2009. Patient received about 60 shocks and was taken to the emergency room at (B)(6) hospital. Patient states that lead malfunctioned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).